Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated, and also found that there were water invasions into inside the camera cable and the ccd unit. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc considered that the reported phenomenon was attributed to the failure of the camera cable and/or the ccd unit, due to the water invasions into the camera cable and the ccd unit device because these water invasions had been confirmed. The instruction manual provides preventive measures against the reported failure mode. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the endoscopic image of the subject device was not displayed on the monitor. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.